Event description:
During use of the device for a non-clinical activity, the user reported that the venous occluder blanked out after operating and would come back on again. There was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Note: the user facility¿s biomedical engineer may order a local processor board to correct the problem.